Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. The pt lost pulses in the leg following deployment. The pt was taken to surgery for removal of an occlusion at the site of insertion. No pathology or operative reports were made available. No further complications were reported.